Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon ruptured. The index procedure treated the 90% stenosed target lesion located in the severely calcified and tortuous superior femoral artery. Upon the first inflation, when the pressure reached 8 atmospheres (atm's), the sterling balloon ruptured. The procedure was completed with another unknown balloon catheter. There were no patient complications and the patient's condition was listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.